Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had cosmetic damage. Blood glucose is unknown. Customer reported that battery compartment has crack along the outside and the battery cap is loose hanging down. Customer reported that insulin pump was dropped and had crack on rim reservoir, along the outside of reservoir, battery cap, along the outside of the battery cap. Customer reported that the reservoir is unable to lock in place when inserted into pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with broken reservoir tube lip and broken battery tube threads noted. Device passed displacement test.